Manufacturer narrative:
This complaint involved a potential (B)(6) result. The confirmation test indicated a (B)(6) result however the method is currently unknown. An attempt to gather additional information was made however, patient details are currently not available. An investigation has been conducted by orgenics with the following activities and results: history record of release testing (qc) data and batch records for lot # 160707 were reviewed. No notes regarding the specific complaint of (B)(6) were found. All quality control release testing was valid and performed within specifications. Due to lack of information regarding this case, orgenics was unable to determine the exact root cause. As stated in the pi:"limitation of the test", section; "a (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6) ." A (B)(6) result means that (B)(6) antibodies or p24 antigen were not detected in the sample at the time of testing. Single use device.

Event description:
This complaint involves a potential (B)(6) result. The confirmation test indicated a (B)(6) result however the method is currently unknown. An attempt to gather additional information was made however, patient details are currently not available. Occuring to the current data provided this event was associated with no reported impairment of the body, adverse patient outcomes or further spread of the virus.